Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that a vasospasm occurred and required medication. A 190 cm judo 3 guidewire was selected for use. During the procedure, the guidewire advanced to the guiding catheter, but it failed to cross smoothly, and vasospasm occurred. Vasospasm was treated with nitroglycerin. The procedure was completed with a non-boston scientific guidewire device. The patient recovered and was good post procedure.